Event description:
The facility representative reported incorrect volume on pump channel two, found during biomed testing. Although baxter attemped to obtain information, details were not available regarding contact info. The hospital representative stated there were no reports of any patient injury or medical intervention. No additional information is available.